Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient programmer navigator but had not been working since implant. Patient also reported sudden return of symptoms since implant and they have been wearing heavy pads. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported it has never helped since implant and that the new ins does not work. Patient also reported that they were unable to change or decrease stimulation. During troubleshooting, stimulation was decrease from 8.4 down to 2.4 and patient felt a little stimulation. Patient also reported that the new patient programmer does not have other programs .patient will be meeting with mdt rep to upload programs into the new patient programmer. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they have an appointment scheduled at dr.(B)(6) office at 1:45 on (B)(6) 2018. Patient reported that their device had not work since they go it. They further said that they got a new remote control and it does not work either and that they can only increase to 4.9. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient programmer navigator but had not been working since implant. Patient also reported sudden return of symptoms since implant and they have been wearing heavy pads. No further complications were noted or anticipated additional information was received. Patient mentioned that they had no sensation on any of the programs and confirmed that they had an appointment with the hcp on (B)(6) 2018. Patient also reported that the replacement patient programmer did not work and another programmer was sent to the office along with a training manual. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.